Event description:
It was reported that during the procedure, the physician delivered a guide wire under the guiding of a guide catheter to the left internal carotid artery (ica) c2. Then delivered a micro catheter under the guiding of the guide wire to reach the distal left middle carotid artery (mca) m3 segment. The micro catheter was withdrawn and a balloon was delivered to the lesion and inflated. Good dilation was achieved and stenosis improved. The balloon was withdrawn and the subject stent was chosen, flushed and exchanged to left ica lesion. The ica was very tortuous so difficulty was encountered while advancing the stent during delivery. After reaching the position and adjusting, the physician withdrew the out sheath to deploy the subject stent but it partially deployed. The subject stent partially deployed about 1/10 (less than 1/10) and couldn't be pushed anymore. The subject stent felt tight and couldn't be deployed completely even after several tries. So the physician took out the subject stent from the patient's body and tried to push it and deploy the subject stent completely but it couldn't be deployed completely even after several tries. The physician replaced it with a new device and completed the procedure without consequences to the patient.

Event description:
It was reported that during the procedure, the physician delivered a guide wire under the guiding of a guide catheter to the left internal carotid artery (ica) c2. Then delivered a micro catheter under the guiding of the guide wire to reach the distal left middle carotid artery (mca) m3 segment. The micro catheter was withdrawn and a balloon was delivered to the lesion and inflated. Good dilation was achieved and stenosis improved. The balloon was withdrawn and the subject stent was chosen, flushed and exchanged to left ica lesion. The ica was very tortuous so difficulty was encountered while advancing the stent during delivery. After reaching the position and adjusting, the physician withdrew the out sheath to deploy the subject stent but it partially deployed. The subject stent partially deployed about 1/10 (less than 1/10) and couldn't be pushed anymore. The subject stent felt tight and couldn't be deployed completely even after several tries. So the physician took out the subject stent from the patient's body and tried to push it and deploy the subject stent completely but it couldn't be deployed completely even after several tries. The physician replaced it with a new device and completed the procedure without consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. There was no packaging returned with the device, therefore it cannot be confirmed that the correct device was returned. During visual inspection, the subject stent was returned in its deployed state (outside patient post procedure) with no anomalies noted. The stabilizer was kinked at 12cm from the proximal end. The delivery catheter had several kinks along its proximal length. The distal 20cm section had several flattened sections. During functional testing, the device was flushed without difficulty. The stabilizer moved with friction within the delivery catheter. The distal taper was cut off and the stabilizer was removed from the catheter with friction noted, a further kink was noted to the stabilizer at 31cm from the proximal end. Based on the device analysis, the reported event was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the event description, the ica was very tortuous so the stent was very difficult to be advanced during the delivery. The device was returned and the damage noted to the device is indicative of the reported event. It is probable that the device was damaged during advancement through the tortuous anatomy, causing the reported event. An assignable cause of procedural factors will be assigned to the reported and analysed events, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.